Event description:
The customer reported that the insulin pump alarmed multiple battery out limit. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. It was found in the alarm history that the insulin pump alarmed failed battery test and weak battery. Customer checked the battery cap contacts and it was damaged. Troubleshooting was done for failed battery test and weak battery as well. The customer was advised that the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).